Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the customer's pump screen was cracked and scratched. The customer's blood glucose level at the time of incident was unknown. The customer states they cannot read the screen. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.